Event description:
It was reported that following vascular interventional treatment, which included the deployment of 3 stents to the cx, the pt rhythm degenerated to unretractable ventricular fibrillation. Despite lengthy resuscitation, the pt died. It was reported that during the procedure, the pt was deteriorating towards a state of cardiogenic shock with an ejection fraction of 15-25%. The three stents were reported to have been adequately apposed to the vessel wall; pre-intervention stenosis was reported as 95%, post intervention 0%. It was reported that the patient outcome was not related to the use of the stents.